Manufacturer narrative:
The reported event of deflation issue was not confirmed. The balloon was inflated with 0.9 cc of water and 1.7 of cc air, the balloon inflated concentric. Balloon deflation was achieved in 6 seconds which was in specification. The balloon latex and windings appeared to in good condition. Through lumen was patent without any leakage or occlusion. No visible damage was observed from the catheter. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that while testing prior to use in a (B)(6)-year-old female patient, slow deflation was observed on the balloon of the fogarty catheter. There was no allegation of patient injury. The product was available for evaluation.